Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. MDR filed due to keyword ¿burn¿ present in complaint. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the cord for the humidifier bottle was stuck in the fan.

Event description:
Dealer stated "unit is running hot and projecting a burning smell."